Event description:
Medic 5 to run on 1/26/93 at 1240. Found a patient in cardiac arrest (62/w/f). When the life pak 10 was hooked up to patient it showed asystole. Patient then was intubated and the pacemaker was turned on. After the external pacemaker came on it would shut itself off immediately. It would run as long as 2-3 minutes then again would shut itself off. All leads and cables "doubled checked" to see if any obvious problems, there were none. Patient was transported to hospitaldevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.